Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test at 26.5 psi which was not confirmed during evaluation. The cause was determined to be the force sensor out of specification. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test at 26.5 psi. There was no patient involvement. No additional information is available.